Manufacturer narrative:
The device was returned to the original equipment manufacturer for evaluation. A visual inspection confirmed that the wire was uncoiled and that the distal end of the device was broken off. Due to the user facility's non-destructive testing request, no further device evaluation could be performed. A review of the DHR found no deviations or irregularities noted during the manufacturing of this device. The cause of the user's experience could not be determined. The most likely cause for the reported event can be attributed to possible user error.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the event could not be determined. This type of guidewire damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire. "Do not apply excessive force to advance or withdraw the guidewire. If resistance is encountered, determine the cause and take remedial action before continuing. When using a moveable core guidewire, do not attempt to advance, stiffen or straighten the tip of the guidewire against resistance. Do not reshape or alter the configuration of the guidewire. Doing so may compromise the structural integrity of the guidewire and may result in complications."

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure, the distal tip of the guidewire broke off and fell inside the patient during replacement of the guidewire. The broken tip was retrieved from the patient with an unidentified instrument. The intended procedure was completed with another similar device. There was no patient injury reported.